Manufacturer narrative:
The technician replaced the head hydraulic valve to repair the bed.

Event description:
Information received indicates the head of the bed is drifting down over an extended period of time.